Event description:
It was reported that the implantable cardiac defibrillator (ICD) battery depleted earlier than expected. Also reported was that the left ventricular (lv) threshold was high. It is unknown, despite follow up, if the high threshold was a contributor to the early battery depletion. The ICD was explanted and replaced. The lv lead remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.